Event description:
Catheter was tested prior to insertion. Upon placement in the pulmonary artery, balloon malfunctioned. Upon removal, found balloon had ruptured. Defective catheter was discarded and new catheter was used. Procedure was successful with no untoward outcome to the pt.